Event description:
Per the clinic, the device was explanted due to electrode array migration. The device was explanted on (B)(6), 2010. There are no plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.